Manufacturer narrative:
In use at the time of the event: CGM model: Unknown. Mobile OS: Unknown.

Event description:
It was reported that insulin gauge displayed amount different than expected, with pump showing a lower fill estimate than what caller believed had been loaded. There was no reported impact to the customer¿s blood glucose level. Customer had not removed air from cartridge, so Technical Support explained proper air removal steps, guided customer through filling and loading new cartridge, and customer chose to monitor pump without performing additional test bolus and would follow up if necessary.